Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/22/2016 with the following findings: evaluation revealed the keypad cover is missing. Keypad contacts are still functional. A dim display with reddish text was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display. This report is made based on results of investigation completed on 11/21/2016.